Event description:
It was reported that the device was at elective replacement indicator and the longevity was somewhat compromised due to high right ventricular thresholds. It was noted the patient was dependent. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) pacemaker (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.